Event description:
The reporter stated the surgeon attempted to insert a cq2015a collamer aspheric three piece lens, but the lens tore. There was patient contact, but no injury. Additional information has been requested from the facility, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Results: visual inspection of the returned product found the lens optic torn. A piece of the lens optic and one haptic were torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.